Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer received a minimum fill notification after re-loading the same cartridge. Customer's blood glucose was 191 mg/dl. Contact alleged the cartridge was leaking insulin causing the insulin gauge inaccuracy; however contact was unable to confirm location of leak and did not observe insulin on pump or cartridge. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.